Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support via phone. Technical assistance support advised the customer that the scope can be retested if he can gather the scope in questions. Technical assistance support suggested that he can swap out the evis exera iii xenon light source with another cart, and reseat the digital light source cable, and monitor the result. The customer did not have the scope available with him to retest with technical assistance support, so the issue was not resolved. The customer informed technical assistance support of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported the colonovideoscope had b30 scope communication error. The event had occurred during inspection for use. There were no reports of patient harm.